Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device manufacture date - correction.

Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015 to report intermittent audio output on (B)(6) 2015. Patient's wife tested the alert functionality and the reported alerts were functional. At the time of contact, the patient's wife did not report any injury or medical intervention.